Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the x-ray reveals t5, t7 compression fractures, t10-11 leads. Cause of shocking was not clear. The scs impedance intact. Further work-up including thoracic and lumbar CT ordered. A follow-up appointment indicated that shocking has decreased. Awaiting CT results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Manufacturer representative reported the patient was seen on (B)(6) because they were having unusual shocking sensations that reportedly had been occurring for the past two days. No pattern was noticed as to when the unusual shocks come, and their patterns and the way they feel are not always the same. There are no environmental/external/patient factors that were reported. Patient wanted to see if it was due to their adaptive stim malfunctioning so they turned it off and erased the orientation to see if that helps. An x-ray was performed to see if that shows any abnormality that could be contributing. They also tried an hd program that they don¿t feel to see if that helps decrease the sensation of shocking. The patient will follow-up with their health care professional in a week to discuss if the troubleshooting helped and the results of the x-rays. No further complications reported/ anticipated.